Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with the complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was analyzed and found to have an input disk broken. The input disk was completely detached. Input disk #6 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier failed to clip. The procedure was completed. No known patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument for evaluation; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.